Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge leaked from the canister. Reportedly, when demonstrating the cartridge fill as much air came out of the cartridge as customer had insulin in the syringe. Customer loaded a new cartridge to address the issue. Customer's blood glucose level was 135 mg/dl.